Event description:
Complainant alleged that the clinicians were attempting to defibrillate an obese 60 year old male pt who had coded, but the pads arced, and the pt received a burn. The complainant indicated that the pt had unshaven/unclipped chest hair and that he was "somewhat diaphoretic." The clinicans removed th epad and cleansed the area on the pt, and then applied a second pad to the pt, but again the pad arced when the shock was delivered. Both pads had the same lot number of 2999. The pad was removed from the pt and the area was cleansed. A third pad, from a different lot number, was applied to the pt and the pt was successfully defibrillated. The complianant indicated that there was no adverse effect to the pt as a result of the reported malfunction. Reference user medwatch report number 490049-1999-0004.